Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow button had become unresponsive. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a case attached to a belt and cleaned the pump with an alcohol swab. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 12/04/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be lifting and peeling along the edge next to the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the down arrow and contrast buttons had intermittent response and required multiple presses to evoke a response. The up arrow button was unresponsive. The ok button had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The audio bolus button was noted to be unresponsive when tested. The audio bolus button cover was removed for investigation and revealed the internal plug contact was misaligned.